Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
User facility reported that the device was in use for patient blood draw. According to reporter, the device needle protector broke and the used needle was exposed. Reporter stated that blood leakage occurred but users did not sustain any direct contact with the blood. No adverse effects to patient or user reported.

Manufacturer narrative:
The reported saf-t wing 21g x 3/4" ndl 6"tubing, holder was returned for investigation. Visual inspection was at a distance of 12" to 24" and normal conditions of illumination and observed the needle protection was broken. A scenario was performed to reproduce the failure on a sample device using a vacutainer and the result was that the needle protector did not get damaged or broken. Unknown root cause was determined.